Manufacturer narrative:
Date of event: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle shield missing, needles bent, needle stick (prior to use) and harm/bleeding on lot # 8169610. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8169610. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ veo insulin syringe with bd¿ultra-fine needle had missing needle shields. This occurred on 20 occasions. The following information was provided by the initial reporter: material no. 324912, batch no. 8169610. 20 syringes were missing needle shields and 10 of the syringes had bent needles. Experienced a needle stick on one of the syringes. Bled and wiped off with an alcohol wipe. Verbatim: consumer reported out of 5 sealed poly bags 20 of the needle shields were missing and 10 of the needles were bent. Sample discarded. Incident date-unknown; item# 324912; lot# 8169610; expiration date-2018-07-31. Consumer also noted one of the needle sticked her finger and bled. She wiped it with alcohol.